Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed a high, out of range shock impedance measurement of 147 ohms. An in office, device interrogation was performed. The measured shock impedance during testing was 60 ohms. All other system parameters were reported to have check out normally. Boston scientific technical services discussed potential electromagnetic interference (emi). The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.